Manufacturer narrative:
Device received with operating currents within specs and passed a21 error test and displacement test. Device received with missing segments due to cracked zebra connector. Device received with cracked end cap. Unable to perform basic occlusion test, occlusion test, prime test, delivery accuracy test or excessive no delivery test cracked end cap. Device received with cracked case at the display window corners, reservoir tube lip, battery tube threads and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that husband's insulin pump stopped working. The customer's blood glucose was over 350 mg/dl at the time of incident. The customer reported that the motor stopped working. The customer also reported that the insulin pump was dropped. The insulin pump will be returned for analysis.